Event description:
The event is reported as: complaint alleges that prior to patient use the circuit is leaking water as well as a crack at the temp probe site. No patient injury reported.

Manufacturer narrative:
Assembly process and manufacturing procedure were reviewed and no findings that can potentially relate to the reported issue were found. The device history record (DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. DHR shows that the product was assembled and inspected according to our specifications. The customer complaint was not confirmed due to the lack of product sample. The defective sample is necessary in order to determine the root cause and corresponding corrective actions for the defect reported.